Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 25th nov 2025, it was reported by an arthrex's employee via an email that for 1 unit of ar-2325bcc, suture anchor, biocomposite¿ swivelock®, 3.5 x 15.8 mm, vented, its anchor could not be inserted. It was found that the eyelet was detached. This was detected during a disital triceps repair on (B)(6) 2025. The procedure was completed successfully by using the complaint ar-2325bcc. There was no patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on photographic evidence of an ar-2325bcc from batch 15454877 showing a detached eyelet. Based on the information provided, which may include the returned device (if available), photographs, videos, event description, and any additional field input, arthrex has determined the most likely cause of the reported condition. The most likely cause is attributed to user-related factors, such as off-axis loading, improper bone preparation, and prying or leveraging the device with excessive force.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on review of photographic evidence of an ar-2325bcc swivelock® batch 15454877, which reveals a swivelock with the eyelet not present on the tip of the shaft. The eyelet is not visible in the photograph provided. The swivelock appears to be advanced, consistent with the usage of the device, which could additionally contribute to eyelet detachment. Based on the information available for review, which may include photographs, event description, and additional field input (a returned device was not required to confirm the condition), arthrex determined the most likely cause of the reported condition. The condition is most likely attributable to user-related factors, including one or more of the following: off-axis loading during anchor insertion. Improper bone preparation. Prying or levering of the device with excessive force. These factors are addressed in dfu-0087-eo, revision 6, section g. Precautions, which states: use the recommended drill bit or punch to create the bone socket. During anchor insertion, ensure that the angle of anchor insertion is coaxial with the previously prepared bone socket. Insert the driver into the bone socket until the anchor body makes contact with the bone. Preview and adjust suture tension, if necessary. Tension will not increase during the final advancement of the anchor body. Ensure that the anchor body is in full contact with the bone before advancing the anchor body into the prepared bone socket.